Event description:
New information received indicated that the patient experienced extracardiac stimulation and the atrial lead was oversensing noise.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead exhibited noise. The patient was scheduled for a lead revision. During the lead revision it was observed that the lead had had been slightly cut at some point during a previous generator change. The lead was capped and replaced on 20 mar 2023. The patient was in stable condition post procedure.